Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's husband reported via phone call of high blood glucose readings and hospitalization from the insulin pump. The customer's blood glucose reading was 500 mg/dl. The husband stated that his wife was removed from the pump due to adjustments following her pregnancy that were never corrected, resulting in her going into diabetic ketoacidosis. The customer stated that they were discerned that the settings were the cause of the high blood glucose. The current endo has simply taken her off the device and had her revert back to lantus. The customer declined to troubleshoot for diabetic ketoacidosis. The customer was advised to call back.